Event description:
I was at (B)(6) hospital in the emergency room and had a CT of my back and it showed an interval fracture of one of my ivc strut. Which broke off from my optease ivc filter and was abutting on my spine. I'm having a hard time finding any vascular surgeon to first give me a consultation and to take this malfunction ivc filter out stating they're not the ones that put it in. The original surgeon and interventional radiologist are no longer practicing. This has been a nightmare to deal with and no direction.